Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited loss of capture and oversensing with four to five seconds of asystole for this pacemaker dependent patient. It was noted that all lead measurements were within normal limits and the rv lead safety switch had not tripped. The physician stated when the patient was in the intensive care unit of the hospital, she experienced syncope with pacing inhibition and four to five seconds of asystole. It was noted that there were no noisy electrograms stored in the pacemaker and pocket manipulation and isometrics did not create noise. Several troubleshooting steps were suggested by boston scientific technical services (ts) including programming the device to voor or voo in order to mitigate the ventricular oversensing. Ts suspects an intermittent lead issue and the physician will perform further troubleshooting to determine the cause of this issue. A boston scientific sales representative is attempting to obtain additional information regarding the cause and resolution to this issue. The clinician stated they were unable to determine if the patient was symptomatic.

Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.